Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: the entire surface of the display lens was observed to be scratched and was dim, pink and had fading lettering. Unrelated to the display issue, there was a crack at the top of the battery compartment near the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported the display screen lens was scratched and was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.